Event description:
This is the same event and the same patient reported under MDR ID # 2939859-2001-00150 . This is the first MDR submitted for the first suspect product. Patient was injected with two formulations of bovine collagen in the glabella, nasolabial fold's and oral commisures. The pt has received collagen injections for a number of years with no untoward effects. In 2000 patient received twice the amount pt usually receives. Later pt developed flu-like symptoms. And still later pt developed intermittent swelling and aching in the wrists and hands. Pt has seen several different physician specialists. Some have diagnosed onset of rheumatiod arthritis and some have said pt is having a "rheumatiod episode". None of the physicians believes this is related to the injections with collagen. This event is being reported because the adverse event is on the "execptions to non-reportable" list because of the autoimmune component of the reported symptoms.